Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text: device not returned.

Event description:
Country of complaint: USA. It was reported that there were issues with adjustments.

Manufacturer narrative:
The shuntsystem was received in the progav2.0 packaging. At the time of submission, the progav2.0 valve was set to pressure range 0 cmh2o. A visual inspection was performed but there were no abnormalities observed. An adjustment test was carried out on the valve with the standard progav2.0 check mate and measurement tool to ensure the valve was adjusted accordingly. The valve was adjusted from 0 up to 20 cmh2o and down again. It was found that every adjustment was possible and was verified by a verification tool. The results of the investigation found that no malfunction was identified. The system function as intended. No further actions are required.